Event description:
High svc impedance competitor lead due to weariness and time passing/encapsulation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).